Manufacturer narrative:
H10 (provide narrative/ data) was corrected. The customer reported complaint that the thermogard ivtm system (sn (B)(6) intermittently displayed "coolant low" was confirmed during the functional testing. The root cause of the "coolant low" error message was a malfunction of the cold well sensor, caused by a leaking chamber level sense. The failed sensor was unable to detect the glycol in the cold well. The secondary customer reported complaint that the thermogard ivtm system (sn (B)(6) displayed tcmid:06 (ce post failure) error message was confirmed during review of the event log and functional testing. The root cause of the reported tcmid:06 error message was a failure of the cold well sensor, caused by the leaking chamber level sense. If the cold well sensor does not work correctly, the I/o pcb will cut the power supply 24v to the march pump, and the ce blower fan interrupts the system coolant from circulating and mixing well, causing the console to overheat. Upon visual inspection, related to the reported complaint, the cold well reservoir was observed to be wet, due to a leaking chamber level sense in the cold well block, and the lower green led on the cold well pcb illuminated intermittently. The event logs were reviewed and confirmed two occurrences of tcmid:06 error message on the customer's reported event date, thus confirming the reported complaint. The thermogard console failed functional testing. The console kept booting up for 20 minutes because the cold well sensor did not detect the glycol in the cold well, related to reported complaint. The root cause of the fault was due to a leaking chamber level sense. Although the reported "coolant low" and tcmid:06 (ce post failure) error messages were not replicated, due to the booting issue, the errors were likely caused by the leaking chamber level sense and resulting cold well sensor failure. The chamber level sense and coolant sensor block were replaced to address these issues. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard ivtm system with sn (B)(6).

Manufacturer narrative:
The customer reported complaint that "the thermogard ivtm system (sn (B)(6)) intermittently displayed "coolant low" was not confirmed during the functional testing but confirmed during visual inspection. The root cause of the reported intermittently "coolant low" error message was a leaking chamber level sense causing the coldwell sensor from not detecting the glycol in the coldwell, likely attributed to defective component(s). The chamber level sense was replaced to address the "coolant low" issue. The secondary customer reported complaint that "the thermogard ivtm system (sn (B)(6)) displayed "tcmid:06" error message was confirmed in the event log and during visual inspection but not confirmed during the functional testing. The root cause of the reported "tcmid:06 error message was a leaking chamber level sense causing the march pump and ce fan to not turn on and also, causing the console to overheat. The coolant block with board was replaced address the "tcmid:06" issue. Upon visual inspection, observed leaking chamber level sense in the cold well block causing the coldwell reservoir to get wet, thus confirming the reported intermittently "coolant low" and "tcmid:06" error messages. The event logs were reviewed and confirmed two occurrences of tcmid:06 error message on the customer's reported event date, thus confirming the reported complaint. The thermogard console failed functional testing because it keeps rebooting up for 20 minutes caused by the cold well sensor not detecting the glycol in the coldwell, unrelated to reported complaint. The root cause of the fault was due to a leaking chamber level sense. The chamber level sense was replaced to address this issue. The reported intermittently displayed "coolant low" and tcmid:06 (ce post failure) error messages were not replicated. Upon service completion, the thermogard console will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard ivtm system with sn (B)(6).

Event description:
During training, the thermogard ivtm system (sn (B)(6)) intermittently displayed "coolant low" and tcmid:06 (ce post failure) error mesages. No patient involvement.